Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction that occurred on (B)(6) 2016. Sensor was inserted at the abdomen on (B)(6) 2016. Patient's mother reported that the reaction occurred one day after sensor insertion. The reaction is redness, itching, and liquid coming out of sores beneath and immediately around the sensor insertion area. Patient's mother contact patient's physician on (B)(6) 2016 for the reported skin reaction. Physician called in a prescription for triamcinolone ointment for treatment. A follow up visit has not been scheduled yet. They are trying to determine if reaction is sensor adhesive or adhesive aid related. At the time of contact, patient's current condition was reported as "stable". No additional event or patient information is available. It should be noted that the dexcom g5 mobile continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).